Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06875 and 2210968-2012-06877. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with a cystourethroscopy in order to treat stress urinary incontinence, cystocele, and extrusion of mesh. It was reported that following insertion the patient experienced pain, extrusion, and urinary problems. It was reported that the patient underwent removal on (B)(6) 2010 due to stress urinary incontinence and extrusion and on (B)(6) 2011 due to exposed mesh and gross hematuria. No additional information was provided. (B)(4) ¿ urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.